Event description:
Reported due to death. Pt presented in emergency dept. In 4/2006 with symptoms of repeated transient ischemic attacks and was found to have 80-99% stenosis bilaterally of internal carotid arteris. Before catheterization procedure, the physician attempted and failed to access to the right common femoral artery. The physician then accessed the left femoral artery. Following the successful stenting procedure in the right internal carotid artery, closure of the left arteriotomy was attempted using a starclose. It was reported that the starclose would not deploy due to the severe narrowing and calcification in the left femoral and iliac arteries. The physician switched to manual compression to achieve hemostasis. It was reported later that day that the pt had developed a right groin hematoma. CT scan confirmed bilateral extraperitoneal hemorrhage, and both sites were treated surgically with venous grafts. Jp drains and were placed bilaterally. The pt experienced hypotension and was infused with multiple units of blood products and fluids. Several attempts were made to place a cental line in the subclavian vein. The pt developed a bleed from the subclavian and was diagnosed with hemothorax. CT scan showed blood in and around the lungs. The pt was intubated, a chest tube was placed, and pt was placed on aggressive fluid resuscitation. Pt's fluid status further decompensated and the pt died in 2006 of acute respiratory distress syndrome.